Manufacturer narrative:
The manufacturer received information alleging a patient with a dreamstation st 30 device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. A device dreamstation st30 was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was allegation death. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally pollen filter replaced,fine filter replaced,sd card fitted. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h and UDI number is updated.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a patient with a dreamstation st 30 device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device has not yet been returned for investigation. A final report will be submitted once the investigation is complete.